Event description:
Patient last seen in 2000. Still getting contact lenses from same supplier. Overuse of contact lenses resulted in red eye and infection. Had last gotten contact lenses from supplier in 2005 without a valid rx.